Event description:
During an unknown procedure, the reload fell off into the patient. All pieces were retrieved. It is unknown how the procedure was completed. There was no adverse consequence to the patient.